Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the tip of the rotawire was detached and remained inside the patient's body. The totally occluded target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 330cm rotawire was selected for use. During the procedure, the device was able to reach the target lesion. However, it was noted that the rotawire was trapped in the severely stenosed area. Severe resistance was felt while trying to pull the wire out until about 1mm of the tip was detached and remained inside the patient's body. The detached component still remained inside the body and there is no plan to remove the fragment in the near future. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post-procedure was stable.